Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the distal marker band was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient and a 21mm watchman ® laa closure device & delivery system was advanced without issue. When attempting to deploy the closure device it wouldn¿t deploy properly. The device got hung up on the distal markerband. They removed the device and upon inspection, the marker band was skewed. They deployed the device on the table; the feet hung up on deployment and then released. A second 21mm watchman ® laa closure device was then used, but was recaptured as they were not satisfied with it. A 27mm watchman ® laa closure device was deployed and released. There were no patient complications reported.